Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had turned stimulation off the night before this report and could not turn it back on. It was confirmed with the programmer that stimulation was off. The consumer was instructed how to turn stimulation back on and it was confirmed that stimulation was on. They were also having issues recharging and had turned the antenna dial, but that didn¿t resolve the issue. The patient was able to get 6 coupling bars and charge the ins at the time of this report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.